Event description:
It was reported that the pace/sense impedance increased from 500 ohms, with spikes to 1500 ohms. It was further reported that there was high impedance greater than 2500 ohms. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.